Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: november 09, 2004. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a during a less invasive stabilization system (liss) surgery to repair a distal femur fracture it was found that the fixation bolt in the evaluation set was missing one of the two nuts. The evaluation set was received the day of the surgery. There was no negative impact on patient; other instruments were used to successfully complete the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: a visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The complaint against the fixation bolt was able to be confirmed as the lower nut was missing therefore, replication of the complaint is not applicable. It is likely that inattentiveness during sterilization contributed to the complaint condition of a missing component. Per the technique guide, the fixation bolt (324.043) is an instrument used in the less invasive stabilization system (liss) to fix the insertion guide to the liss plate. The returned fixation bolt was examined and replication of the complaint was not applicable as the lower nut of the bolt was missing. Product drawings were reviewed during the investigation. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed; no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.